Event description:
Customer reported to beckman coulter, inc (bec) that the probe of the coulter lh 500 hematology analyzer was seeping. Customer reported that the seepage was not contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leaking backwash issue caused by the backwash arm cylinder not making a complete downward stroke during backwash. The fse replaced the backwash arm drive cylinder.

Manufacturer narrative:
(B)(4).